Manufacturer narrative:
H10: internal complaint reference: (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Initial information reported surgeon completed the procedure by doing a change of surgical technique. However, no further information was provided regarding the technique used to determine if there was any additional risk to the patient. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in an arthroscopy and rotator cuff repair of the left shoulder, using the quantum 2 controller, when cleaning the proliferated synovium, the f4 error was on the screen. It is unknown if there was a delay and the procedure was finished changing the surgical technique. No patient complications were reported.